Event description:
At approx one hour and thirty-five minutes into a pt treatment, the blood pumping segment was damaged in the blood pump. Staff turned off the blood pump. The blood loss was estimated at less than 50 ml. Staff returned the pt's blood, replaced the bloodlines and restarted treatment. Treatment was completed without further incident. The pt suffered no ill effects and required no medical intervention.